Event description:
It was reported to philips that the system was not functioning and the hdd was replaced on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the hard drive, but it was unclear if the root cause was fully addressed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).